Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, one of the battery tri-cells was depleted. The root cause for the leaking cell could not be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor reported that a patient's battery pack was not holding charge.